Event description:
The customer reported via phone call that he had received at least five no delivery alarms on the insulin pump. Customer's blood glucose was not provided, though it was stated customer had experienced multiple low blood glucose levels. The customer also mentioned he may have had some bent infusion set cannulas. Customer declined to be transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.